Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a short study. There will be a repeat procedure when they will be able to get the patient back in. There was no patient or user injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, a copy of the study was provided. Based on the data that was collected during the procedure, the recording was 2:14 hours instead of the scheduled 24, 48 or 96 hours, and some gaps in the data were noted. As only the study was provided for review, and no equipment was returned, the cause of the failure cannot be reliably determined, but could be attributed to one of the following: recorder malfunction ¿ due to a failure in the internal components inside the recorder, the ability to pick up the bravo capsule signal was affected.capsule failure - due to failure of capsule¿s internal components, the ability of the capsule to function properly was affected. It can be some systematic communication error between capsule and recorder. A review of the device history record indicates that the product was released meeting finished product specification. If information is provided in the future, a supplemental report will be issued.